Event description:
The reported description notes that the bedside monitor did not produce a high priority spo2 desaturation alarm when the spo2 desaturation preconfigured level was exceeded.

Manufacturer narrative:
(B)(4). The reported description notes that the bedside monitor did not produce a high priority spo2 desaturation alarm when the spo2 desaturation preconfigured level was exceeded. The customer reported that a second similar incident occurred with another similar monitor around the time of this event. Bedside pt monitoring was activated with twin pts. It was reported that emergent treatment was administered. Product testing was performed by a philips technical engineer. No product malfunction was identified. The cited bedside monitor produced pt alarms with an approved philips simulator. No central monitoring logs were made available as this monitor was not networked to the central monitor. A printed vital signs table from the time of the event was sent by the customer. Spo2, respiratory rate and heart rate were listed. No spo2 desaturation levels were reported and the spo2 trended averages for this pt were either 99 or 100%. No alarm review history from the cited monitor was sent to philips. The preconfigured alarm settings for spo2 desaturation level, spo2 averaging configuration, and alarm delay configuration were not reported. The cited monitor was returned back to customer use after product testing. The results of this investigation was verbally reviewed with the customer. An excerpted copy of the intellivue bedside monitor IFU related to bedside monitor alarm algorithm in addition to spo2 alarm delay time was sent to the customer. It was noted that the intellivue bedside monitor factory default setting for an spo2 desaturation level is 20 seconds. A trackwise database search was performed for similarly described user reports. The investigation results for these complaints found no product malfunction/no problem found based upon this query, no add'l trending is warranted. No further action or investigation is warranted. The available info does not support that any design or labeling deficiency exists in relation to this report. There is insufficient info for conclusive determination as to the cause of this user report. No product alarm history was made available. Product testing found that the cited bedside monitor was performing as designed. No product malfunction was identified. A review of the alarm algorithm was completed with the customer. Per the intellivue instructions for use manual, software h.0. There is a delay between a physiological event at the measurement site and the corresponding alarm at the monitor. This delay has two components: the general system delay time is the time between the occurrence of the physiological event and when this event is represented by the displayed numerical values. This delay depends on the algorithmic processing and the configured averaging time. The longer the averaging time configured, the longer the time needed until the numerical values reflect the physiological event. The time between the displayed numerical values crossing an alarm limit and the alarm indication on the monitor. This delay is the combination of the configured alarm delay time plus the general system alarm signal delay time. The alarm delay time can be configured to a fixed value (between 0 and 30 seconds) or the monitor can be configured to apply a delay based on an intelligent algorithm. The reported issue is consistent with users not understanding the expected and intended alarm delay for spo2 as configured, but expecting an immediate alarm as the pt's spo2 dropped past the limits. The customer will review the bedside monitor's spo2 desaturation default settings and notify philips should setting adjustments be warranted for their particular venue. No further investigation or action is warranted.